Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported "ap optical sensing module failure¿ alarm. The iabp was able to pass all the tests, with no issues found. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported by that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had alarmed ¿ap optical sensing module failure¿. The nurse changed out the cs300 to another iabp unit with no issues, and therapy continued. No patient harm, serious injury or adverse event was reported.